Manufacturer narrative:
(B)(4).

Event description:
This complaint was submitted with limited details. It was reported that this event involved a (B)(6) female patient, (B)(6) at the time of this procedure. This event occurred in the ICU department. The insertion site was the pt's "right subclavian view". "Difficulties with removing the kinked swg. Difficulty starts with inserting the catheter on swg." As a result, the device was removed, and the issue was resolved by "changing-withdrawing and inserting the catheter". It is unk whether another attempt at the procedure was made. It is unk whether there was a delay, however, there was no reported harm to the patient. There were no complications, death, or injury as a result of this occurrence.